Manufacturer narrative:
Suspect medical device = pipeline flex with shield.

Event description:
Medtronic received additional information that the patient received grafting.

Manufacturer narrative:
The images provided confirmed the reported event; however, since the device was not returned; no definitive conclusion can be drawn regarding the clinical observation. Attempts were made to obtain additional information. Vasospasm is a known inherent risk of endovascular procedure and is documented in the pipeline flex instruction for use.

Event description:
Medtronic received information that during treatment of an aneurysm the pushwire tip detached in the vessel. It was reported that the pushwire tip detached at the proximal marker and was stuck at the distal end of the deployed pipeline stent. Another wire was used to push the tip distally to be able to snare it but this attempt was unsuccessful. The vessel become spasm and there was a partial occlusion inside it. The patient was put on streptokinase and the physician decided to keep the sheath inside the patient in order to do another control angio the day post pipeline procedure. No further information was provided.

Manufacturer narrative:
Event description: additional information: operator of device: correction. Follow-up type: additional information based on the additional information provided, the pipeline used in this event was larger that the vessel diameter. Per the pipeline instruction for use (IFU): use of implants with labeled diameter larger than the parent vessel diameter may result in decreased effectiveness and additional safety risks due to incomplete foreshortening resulting in an implant longer than anticipated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the aneurysm was occluded after 4 weeks. The aneurysm was small, ruptured, and located in the supraclinoid segment of the right internal carotid artery (ica). The aneurysm was also coiled during the procedure. The landing zone was reported to be 2.25 mm distal and 2.7 mm proximal. The physician reported that the final stent shape is somewhat elongated. It was further reported that the physician estimated 4-5n force was used on the device when it separated. The detached segment of the delivery system was pushed into the colossal marginal by the physician as they did see another option and retrieval was not possible. The patient continues with minor hemiplegia on one arm.